Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, a tear drop-shaped clip was formed before the device was used for the patient. The same event continued several times. Another device was used to complete the case. There were no adverse consequences to the patient.